Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, after the initial surgery on september 30, the patient underwent rehabilitation including gait training, but complained of pain and had difficulty walking, so an x-ray confirmed dislocation. The patient was able to manually repair the dislocation, but later dislocated again, so a revision operation was performed to replace the neck, head, and bipolar cup, and the patient has been stable since then. Doctor's finding: the patient had undergone rehabilitation after the initial operation, but repeated dislocations occurred, so a revision operation was performed. We would like to request an investigation to see if the dislocation could have been caused by the product. Japan-oc00000588.

Manufacturer narrative:
Please void this report. The product ID is not commercially available in the u.s., and the submission was made in error.